Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported atrial lead noise was noted in stored auto mode switching episodes during a follow-up in clinic check. Noise could not be reproduced with provocative maneuvers. No patient consequences were reported. No intervention was performed. Patient will continue to be monitored.